Event description:
Customer reported a button error alarm. The blood glucose reading is 182 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump had an unresponsive up arrow button due to a missing dome switch. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corners, cracked display window, cracked battery tube threads and minor scratches on the display window.